Event description:
It was reported that a patient experienced a low blood glucose event while using the ilet, described as dropping into the 40s, after which the patient discontinued use and returned the device and associated supplies. Symptoms included hypoglycemia. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included complaint handling, requests for event details, data review planning upon device return, and troubleshooting and education with the patient. Investigation of this case revealed that the cause of hypoglycemia remained unclear, with no reported device alerts or alarms and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence linking the device to the event.

Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.